Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for an inspection, the reported event could not be confirmed. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 1 general policy, 1.4 precautions - warning. Prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and / or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed.¿ this supplemental report includes new information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received regarding the event: the patient was suspected of developing creutzfeldt-jakob disease (cjd) after the procedure. Although the diagnostic test was not provided, the cjd diagnosis was confirmed. The scope was removed from use; however, reportedly appeared to be ¿in need of handling.¿ the customer stated that they did not want to dispose of the scope and intend to reprocess and reuse the device. Although further details were requested, the customer reported the additional information as unknown.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was used for an endoscopy on a patient suspected of prion infection/creutzfeldt-jakob disease (cjd). The device was not reprocessed adequately and was used further used on an unspecified amount of patients. At this time, no health hazards have been reported. There are two reports associated with this complaint. This medwatch is for patient identifier (B)(6) and captures the additional unknown number of patients that were potentially exposed. The medwatch for patient identifier (B)(6) captures the initial patient suspected to be infected with prion.